Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted on (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mirror image noise was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The patient remains enrolled in carelink for ongoing remote monitoring, and no further intervention was required. The ra lead and the rv lead remain in use. No patient complications were reported as a result of this event.

Event description:
It was further reported that mirror image noise/pacing inhibition was seen on electrograms (egm) during provocative testing and arm movement. The patient was seen in clinic after feeling unwell post exercise treadmill test which was ordered as the patient experienced dizziness on exertion. P waves were not being sensed by the implantable pulse generator (ipg) on interrogation and the device was not sensing noise on ventricular egm check. Heart block was seen on external electrocardiogram (ECG) and possible rv oversensing was noted. It was also noted that the ra lead impedance was trending down. The ipg system was reprogrammed and remains in use. Subsequently, ra undersensing was noted and the leads were further reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reproted that the patient was seen in clinic with symptoms of irregular heart beat and chest discomfort laying down. Device check showed intermittent p wave undersensing when laying flat leading to inappropriate atrial pacing. The ra lead was reprogrammed and some provocative testing was done to check for myopotential oversensing in unipolar sense polarity. Very occasional oversensing noted with left arm press against resistance. No oversensing noted with deep breathing or movement.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.